Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of developing an infection post implant procedure. Patient noted that the cardiac resynchronization therapy defibrillator (crt-d) had migrated from the original implant location to a more inferior position near the nipple. Patient also noted that a fever had spiked related to the infection and antibiotics was administered. The device remains in use. No further patient complications have been reported as a result of this event.